Event description:
The reporter read a few things on the internet regarding allergic reactions to the pump. She said it was "once in a million", but once some people had the pump removed their symptoms totally disappear within two weeks. No follow-up is possible at this time due to lack of patient/device information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).